Event description:
Related manufacturer reference number: 3006705815-2023-02691. It was reported that the patient's leads fractured during a surgical attempt to remove them. Fragments of the leads remain implanted in the patient. Surgical intervention may be pending to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the remaining lead fragments were explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.